Manufacturer narrative:
The investigation for the reported battery charging issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs revealed that a battery level low (event set #23) alarm was issued and cleared within three seconds. Device analysis: the console¿s batteries were tested while in fs, and no issues were observed. Per the results of the clinical review and investigation, the root cause was determined to be due to a momentary communication glitch between battery 2 and power battery management (pbm), where a single sample from the battery data (in this case value of batteryremainingcapacity) was corrupt. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a battery failure. The initial aic was replaced, and the case continued. There was no report of patient harm or injury.